Event description:
It was observed that during the device evaluation, the subject device exhibited free lock lever corrosion, main body flooding, cable flooding of cable section, image capture flooding, image defect of head section. There was no patient involvement.

Manufacturer narrative:
In addition, the following reportable malfunctions were identified during the device evaluation: free lock lever corrosion, main body flooding, cable flooding of cable section, image capture flooding and image defect of head section. Based on the results of the investigation the probable root cause that led to the malfunctions could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.